Event description:
It was reported via legal documentation that approximately 170 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, stiffness, swelling and discomfort. Reason for revision: femoral knee debonding/loosening and periprosthetic osteolysis of their internal prosthetic right knee joint, no further issues or complications were reported. No additional information is available. This is 1 of 2 reports for this incident.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.